Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), embedded device ('essure micro-inserts was found embedded within her uterus'), device dislocation ('other micro-insert was found embedded within the fatty part of the bowel (omentum), migration of essure device: foreign body in uterus'), intestinal perforation ('perforation (other): omentum') and deafness ('hearing loss') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure micro-insert had bent" on (B)(6)2017. The patient's medical history included vaginitis, hypertension and kidney stones. Concurrent conditions included neck pain and ovulation pain. Family history included breast cancer (mother). Concomitant products included bupropion, clonazepam, potassium chloride, progesterone and triamcinolone. On (B)(6)2009, the patient had essure inserted. On (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 4 months after insertion of essure. In (B)(6)2016, the patient experienced psoriasis ("psoriasis"). On (B)(6)2017, the patient experienced fatigue ("chronic fatigue"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), deafness (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation") with rash, erythema, mass, dry skin, skin discolouration, urticaria and pruritus, vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), sinus disorder ("sinus prob with snoring") with snoring, dyspnoea ("short of breath"), chest pain ("chest pain"), palpitations ("palpitations"), breast pain ("breast pain / tenderness"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"), dental caries ("other injury or complications: tooth decay"), pruritus ("itching") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, device dislocation, deafness, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, vaginal discharge, psoriasis, dyspareunia, weight decreased, sinus disorder, dyspnoea, chest pain, palpitations, breast pain, hot flush, vaginal infection, dental caries and abdominal pain outcome was unknown, the pelvic pain, menorrhagia, dysgeusia, skin irritation, depression, anxiety, alopecia, vaginal haemorrhage and pruritus had resolved and the fatigue and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, chest pain, deafness, dental caries, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, fallopian tube perforation, fatigue, hot flush, intestinal perforation, menorrhagia, palpitations, pelvic pain, pruritus, psoriasis, sinus disorder, skin irritation, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6)2009: results: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 9-dec-2019: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal): vaginitis, migration of essure device: foreign body in uterus, perforation (fallopian tube(s), perforation (uterus), perforation (other): omentum, skin rashes or skin conditions: skin rash (hives), redness; other injury or complications: tooth decay, abdominal pain" were added. Outcome of events " skin issues, rashes and constant itch, hair loss, pelvic pain, metallic taste in mouth, anxiety, depression, abnormal bleeding" were updated as recovered and fatigue, weight gain were update as recovering. Concomitant drugs, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure micro-inserts was found embedded within her uterus"), device dislocation ("other micro-insert was found embedded within the fatty part of the bowel (omentum)") and deafness ("hearing loss") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure micro-insert had bent" on (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced psoriasis ("psoriasis"). On (B)(6) 2017, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation") with rash, erythema, mass, dry skin, skin discolouration, urticaria and pruritus, vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), weight increased ("weight gain"), weight decreased ("weight loss"), deafness (seriousness criterion medically significant), sinus disorder ("sinus prob with snoring") with snoring, dyspnoea ("short of breath"), chest pain ("chest pain"), palpitations ("palpitations"), breast pain ("breast pain / tenderness") and hot flush ("hot flashes"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dysgeusia, skin irritation, vaginal discharge, depression, anxiety, alopecia, fatigue, weight increased, psoriasis, dyspareunia, weight decreased, deafness, sinus disorder, dyspnoea, chest pain, palpitations, breast pain and hot flush outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, chest pain, deafness, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, embedded device, fatigue, hot flush, menorrhagia, palpitations, pelvic pain, psoriasis, sinus disorder, skin irritation, uterine pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided. Information added: reporters, date of birth, event (dyspareunia (painful sexual intercourse), weight loss, hearing loss, sinus prob with snoring, short of breath, chest pain/palpitations, breast pain/tenderness, hot flashes). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of embedded device ("essure micro-inserts was found embedded within her uterus") and the second episode of embedded device ("other micro-insert was found embedded within the fatty part of the bowel") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right essure micro-insert had bent" on (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced psoriasis ("psoriasis"). On an unknown date, the patient experienced the first episode of embedded device (seriousness criteria medically significant and intervention required), the second episode of embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), skin irritation ("skin irritation") with rash, erythema, mass, dry skin, skin discolouration, urticaria and pruritus, vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian) and surgery (total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of embedded device, dysmenorrhoea, pelvic pain, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dysgeusia, skin irritation, vaginal discharge, depression, anxiety, alopecia, fatigue, weight increased and psoriasis outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psoriasis, skin irritation, uterine pain, vaginal discharge, weight increased, the first episode of embedded device and the second episode of embedded device to be related to essure. The reporter commented: it was reported that since her removal surgery her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.